Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed. The customer stated that user was able to remove the medication from another station during the malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, july 13th 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawer¿s pocket had been in position but not registering on the dials. The field service engineer assisted customer to login then unloaded the pocket cubie and reloaded the narcotic to resolve the issue. The system had functioned as intended after the field service engineer assessed the device. E1: (B)(6).